Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: a custom device of unknown lot and item number was return for evaluation. Based on the visual inspection, the damage/mangling was caused by use outside of the recommended period or was subject to excessive motion listed in the instructions for use. The reported defect is observed, but the evidence shows the device was used outside of its intended purpose and the manufacturing process is not responsible. A device history record review could not be performed as the lot number was unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced torque movement & not restrained but sitter at bedside. Patient neck sometimes contracted & vagal with movement. Patient came from outpatient facility at bcc broward children where sitter is unknown with custom trach in where the facility usually changes these first of the month, so it was fairly new. Patient has a neck brace-like thing on to keep neck from contracting and bending. Vent was alarming & patient not pulling volumes. Rt was called to bedside & upon removal saw the trach had broken with wire rings along shaft were exposed. There was a medical intervention which they had to overnight a custom trach & patient stayed over the weekend when he was supposed to be discharged on the 3rd of friday. There was patient involvement, and no patient harm/adverse event reported.